Manufacturer narrative:
H10: the device was received for evaluation. Unaided eye visual inspection was performed under normal room conditions and the spike port cover was observed detached or removed from the spike port tube and was found loose in an undamaged plastic bag. A functional testing was performed with tap water and a small leak was observed of the spike port tube. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. This was discovered when the product was taken out of the fridge to send to the ward. There was no patient involvement. No additional information is available.